Event description:
Information was received that the patient's vns system could not be interrogated by two separate programming systems but a neurologist. The patient saw another neurologist at a later time, and the patient's device was still unable to be interrogated. No additional or relevant information has been received to date.

Event description:
It was reported that the generator was able to be interrogated with no issues. It was reported that one of the neurologists was unable to interrogate the patient due to having a programming system with software that is incompatible with the patient's generator. No additional or relevant information has been received to date.